Manufacturer narrative:
Product ID:203u product type: electrical umbilical cable; product ID:203cx product type: coaxial umbilical cable product event summary: the afapro28 balloon catheter with lot number 11624 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out. During inspection and pressure testing of the shaft segment, a guide wire lumen breach and protruded flat wire braid were observed eight inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due the flat wire braid being broken/protruded and a breach was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after flushing, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter , coaxial umbilical cable and electrical umbilical cable were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.